Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system failed mechanical tests. The system was not powering on. Upon attempting to startup the image acquisition system (ias), the power button would illuminate but system would not power on. The ias pc and pendant would not power on at bootup. The power conversion enclosure read 400vdc input on j1, pins 1<(>&<)>3. J2, output, pins 1<(>&<)>3 measure 0vdc out. The following components were replaced: power conversion enclosure, isolated standalone pcb, power tray. The imaging system then passed the system checkout and was found to be fully functional. The power conversion enclosure was returned and it passed bench test. The enclosure was installed on a test system; the system booted and readied. Motion, x-ray and generator readied. Communication and charging were successful. 2d and 3d images were acquired successfully. Function testing passed. Dash software showed power conversion functioning correctly. The power tray was returned and continuity test on the fuses passed. The ias power tray was installed on an imaging system; motion and generator readied. Charging and communication succeeded. 2d and 3d images were acquired successfully. The pcba generator was also returned and is currently under analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the medtronic representative was on site to update the system to the 4.1 software. While doing 3d spins and taking 2d shots, the image acquisition system (ias) completely shut down. The medtronic representative stated that he tried a system reboot, but was unsuccessful. There was no patient present when this issue was identified.

Manufacturer narrative:
H3: the pcba was returned to the manufacturer for analysis. Analysis found that the pcba passed bench test, 15 vdc was present at tp 7, 113 vac present at tp 24. All l.e.ds were functioning as normal, fans were operating correctly. There was no problem found with the pcba. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.